Event description:
It was reported that the insulin pump had blank display and customer started taking manual injections. Customer's blood glucose was 193 mmol/l. Troubleshooting was done. Customer stated that the display still blank. Advised customer to monitor blood glucose and call back if the display does not return after two hours. Customer reported back stated the display did not return. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Pump was monitored for 48 hours with multiple basal rates with multiple basal rate. No blank display or unexpected restart noted. No damage inside pump noted. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker. (B)(4).